Event description:
Our distributor has confirmed us that during the surgery (primary surgery), after the screw was been fixed, it was detected that the product was broken.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.